Event description:
Doctor was performing some sort of an oral/maxillofacial procedure and attempted to run a drill bit through a drill guide utilizing the surgitome e drill. The high speed drill is not intended to be used in conjunction with a drill guide. The friction between the drill bit and drill guide caused the drill guide to heat up to the point that the patient was burned. The hospital would not offer any doctor, patient, or further information regarding this incident. Other units in use: bur guard, drill bit, drill guidedevice not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.